Manufacturer narrative:
Additional information: section a2: this section updated based on the new information provided by the provider. Section a3: this section updated based on the new information provided by the provider. Section a4: this section updated based on the new information provided by the provider. Section a6: this section updated based on the new information provided by the provider. Section b3: this section updated based on the new information provided by the provider. Section b5: this section updated based on the new information provided by the provider. Section b5/b6: this section updated based on the new information provided by the provider. This is the first of two implant complaints, see manufacturer report for the remaining complaint : 3011649314-2021-00247.

Event description:
The patient first experienced the reaction on (B)(6) 2021. The provider notes "red inflammation on the labial surface of upper lip." The patient discontinued using the device for two weeks and the reaction resolved. The patient tried to use the device once more on (B)(6) 2021 and the reaction occurred once again (photo provided). The reaction time was two days until it resolved. The patient had an allergy test completed on (B)(6) 2021 (results not provided). The patient does have a history of allergies, but are unknown to the provider. The patient also has a history of thyroid disease and osteoporosis. With regard to the device: the patient cleaned the device with toothbrush and it was stored in the case.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. Serial number: is not applicable with the exception of serial number as the device is manufactured by prescription implant date/ explant date: is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had a reaction to the comfort hard-soft splint. It was reported that the patient experienced redness and inflammation on lips that began two weeks ago (actual date unknown). The device was delivered (B)(6) 2019 and has been used every night leading up to the reaction. The patient was instructed to discontinue the use of the device and to have an allergy test by their primary care provider.